Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that, after the adaptive stim was turned off, the ins turned on by itself three times to a high stimulation when she was driving. The patient felt the manufacturer representative messed up the adjustment.

Manufacturer narrative:
Concomitant products: product ID: 3998, lot# j0455158v, implanted: (B)(6) 2005, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 97740, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient. Product ID: 97754, serial# (B)(4), implanted: (B)(6) 2015, product type: recharger. (B)(4).

Event description:
The patient reported that they had met with the manufacturer representative (rep) the day of this report. Adaptive stimulation (as) was set. Stimulation then increased on its own and started zapping/shocking her while she was driving. She was almost in an accident. She had been allegedly driving with stimulation off, but the implantable neurostimulator (ins) was checked and the patient programmer (pp) showed stimulation to be on and set at 0.0 volts on program a. It was noted that the patient had the ability to change stimulation. The shocking/zapping was noted to be sudden. The patient was aided in turning as off. Additional information received from the rep reported that voicemails had been left for the patient but she had not responded. Relevant medical history included rsd/cau salgia-complex regional pain syndrome and spinal pain. This event will be updated if additional information is received.